Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
In a retrospective, single center study of patients who received pancreatic stents to prevent post-ercp pancreatitis, 19.8% (26/131) of the 131 patients who had a stent placed within the pancreatic head had stent migration within 1 week. No stent migrations within 1 week of placement were detected in patients (n=16) who had stents were placed in the pancreas body/tail. The authors describe the detection of stent migration as ¿confirmed randomly by x-ray or CT¿. FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA. Guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15 based on the assumption that intervention was required to remove the migrated stents, also reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent migration'. No adverse effects to the patient have been reported as occurring.

Event description:
Correction report is being submitted as additional information was received 20-sep-19 to confirm the rpn. Also a correction to the literature paper attached. In a retrospective, single center study of patients who received pancreatic stents to prevent post-ercp pancreatitis, 19.8% (26/131) of the 131 patients who had a stent placed within the pancreatic head had stent migration within 1 week. No stent migrations within 1 week of placement were detected in patients (n=16) who had stents were placed in the pancreas body/tail. The authors describe the detection of stent migration as ¿confirmed randomly by x-ray or CT¿. FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15 based on the assumption that intervention was required to remove the migrated stents, also reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent migration'. No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
There was no device available for return. Prior to distribution all pancreatic stents are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records could not be complete as the lot numbers are unknown. As per instructions for use, ifu0055-4, intended use section: ¿this device is used to drain obstructed pancreatic ducts.¿ notes section: ¿do not use this device for any purpose other than stated intended use.¿ potential complications section: ¿those associated with ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, haemorrhage, infection, sepsis, allergic reaction to contract or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest.¿ ¿those associated with pancreatic stent placement include, but are not limited to: trauma to the pancreatic tract or duodenum, obstruction of the common bile duct, stent migration.¿ it may be noted that the device was used off-label, outside its intended uses stated in the IFU. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to off-label use of the device, when the device is outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. The following additional information was provided: "most of the migrated stents had been placed as they were with the expectation that the stents would drop out naturally to the duodenum. Patient outcome were asked but unknown." Medical advisory had the following comments: "it all depends on the physician¿s expectation. If the physician expects the stent to drop out naturally, it wouldn¿t be a complaint, right? If the stent migration before the expecting time, it would be complaint. And if the stents were placed by another endoscopic procedure, the severity, harm and impact of the patient will not be changed as per our risk assessment. So if the migration is expected, there is no compliant, no harm; if the migration is not expected, the assignment below will stay as the same." Worst case will therefore be taken for risk purposes complaint is confirmed based on customer testimony. Patient outcome: no information provided, stent migration was ¿confirmed randomly by x-ray or CT¿. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
In a retrospective, single center study of patients who received pancreatic stents to prevent post-ercp pancreatitis, 19.8% (26/131) of the 131 patients who had a stent placed within the pancreatic head had stent migration within 1 week. No stent migrations within 1 week of placement were detected in patients (n=16) who had stents were placed in the pancreas body/tail. The authors describe the detection of stent migration as ¿confirmed randomly by x-ray or CT¿. FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15 based on the assumption that intervention was required to remove the migrated stents, also reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent migration'. No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
Device evaluation: for the purposes of risk and review, the scope of gpsos / gpds will be taken as the exact rpns are unknown only the below summary of the stent type descriptions: geenen pancreatic stent ¿ 5-fr, 3-cm stent with outer flaps and without an inner flap. Geenen pancreatic stent ¿ 5-fr, 5-, 7-, or 9-cm stent with inner flaps and outer flaps. Zimmon pancreatic stent -- 5-fr, 2-cm single pigtail stent without an inner flap. Zimmon panreatic stent -- 5-fr, 4-cm single pigtail stent with an inner flap. This file is linked to (B)(4). There was no device available for return. Documents review including IFU review: prior to distribution all pancreatic stents are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records could not be complete as both the rpn & lot number are unknown. As per instructions for use, ifu0055-4, intended use section: ¿this device is used to drain obstructed pancreatic ducts.¿ notes section: ¿do not use this device for any purpose other than stated intended use.¿ potential complications section: ¿those associated with ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, haemorrhage, infection, sepsis, allergic reaction to contract or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest.¿ ¿those associated with pancreatic stent placement include, but are not limited to: trauma to the pancreatic tract or duodenum, obstruction of the common bile duct, stent migration.¿ it may be noted that the device was used off-label, outside its intended uses stated in the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to off-label use of the device, when the device is outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. Summary: complaint is confirmed based on customer testimony. Patient outcome: no information provided, stent migration was ¿confirmed randomly by x-ray or CT¿. Complaints of this nature will continue to be monitored for potential emerging trends.